Event description:
The customer reported that the v60 failed suddenly without generating any alarm. The display turned black. The staff was notified of a drop in oxygen via an unspecified source of oxygen monitoring alarm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. A patient of unknown age, gender and medical history who was an inpatient in an intensive medical care unit (imcu) was on the v60 device (unknown version no., configurations, and settings) for an unspecified indication. Between the night of (B)(6) 2022 (exact time was unknown), while the device was in clinical use, it failed suddenly without generating any alarm, and the display turned black. The patient experienced a drop in oxygen, and the staff was notified of the event via an unspecified source of oxygen monitoring alarm.

Manufacturer narrative:
It was reported that the device was evaluated by a field service engineer and that the device is now running again with all values in range. There was no part replaced. The device remains in customer's lab awaiting an fco implementation as it is not yet available. No further information has been provided. If additional information is received at a later date, a supplemental report will be submitted. Device serial number: (B)(4). Manufacture date: 08/02/2018.

Manufacturer narrative:
H10 of previous follow up report (follow up #2): the device event log was provided for the date of the alleged failure by the customer. The complaint investigator (ci) reviewed the event log and identified that the unit was operating on internal battery power in high flow therapy (hft) mode for at least 3 hours prior to the system shutting down unexpectedly. Hft mode uses more power than standard ventilator operation. The internal battery is intended to operate for a maximum of 6 hours under ideal conditions at a maximum charge. The device internal safety measures are designed to present the user with a low battery alarm before the unit shuts down. There is no evidence of the unit displaying a low battery alarm in the event log prior to unexpected shut down. The log then shows the device was powered on in a/c mode the following morning and passed all power on self tests (post). The distributor reported the device was tested and operated as intended. Based on the customer provided device event log the alleged malfunction was confirmed; the ventilator failed to perform as expected. No component failure could be identified during distributor on site testing. No relevant error or event codes were present in the device event log. The unit was released back to the customer in working order following the completion of the distributor testing. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The ventilator experienced a shut down without alarm as evidenced in the device event log, however no component failure could be identified. No components will be returned for destructive failure investigation, therefore in this case there is not enough evidence to determine a root cause at the component level. Correction to previous reporting: respironics previously reported in error that this device was awaiting an fco (field change order) implementation. The distributor alleged that this event may be related to an ongoing fco implementation, however upon further investigation there is enough evidence in the device event log to rule out the root cause for which that fco is being implemented. H6: device problem code updated.

Manufacturer narrative:
Additional information received from the key market indicated the following: ventilator software version at the time of the reported incident: 3.00 patient position at the time of the device inoperability: chest up position approx. 30° there was no rapid increase to ventilator pressure there was no condensation, water droplets, kinks or obstructions noted within the proximal pressure line during the ventilator inoperability patient's primary respiratory diagnosis/reason for ventilatory support: respiratory insufficiency and copd there were no extra filters installed in the inhalation path/patient circuit and there was one bacterial filters in use. Device therapy and alarm threshold settings: hft-mode flow 40l/min o2: 40 % there has been a direct allegation that the device may have caused or contributed to the drop in oxygen. Medical intervention/corrective action taken at the time of the event: change of respiratory device to spare v-60, meantime o2 delivery via nose mask type of oxygen monitoring was used when the drop in patient oxygen level was detected: philips-monitoring x3 patient outcome due to the rapid monitoring alert: the patient was quickly provided with further care and no severe damage was taken relevant peripheral capillary oxygen (spo2) saturation values at the time of event resolution: not available alarm volume escalation feature was enabled when the reported event occurred. Device is now running again with all values in range. The investigation is ongoing. An update will be provided once additional information is received.